Event description:
The following description of the even was documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. "No pt involvement. This vent when powered up will not come up all the time and the time and date were lost. Also in the error log the settings lost and config lost are constant."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Codes were derived based on the info provided by the user facility in a phone conversation with a carefusion tech support specialist. (B)(4). The carefusion field service tech visited the user facility, replaced the user interface module (uim), and ran the unit through a complete checkout per the service manual to ensure the device is operating according to MFR's specifications. The carefusion factory service tech evaluated the alleged malfunctioning user interface module (uim), verified the complaint, and determined that the root cause of the failure of the user interface module was a loose coin cell battery connection on the control pcba.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) control pcba pn: 52340 sn: (B)(4), rev t was received for investigation from the carefusion factory service department. The carefusion failure analysis lab technician visually examined the control pcba and verified that the coil cell battery was loose. The control pcba was then installed into a known good user interface module (uim) and the user interface module (uim) was installed onto a known good avea ventilator and powered on. The user interface module (uim) screen remained blank and all led¿s were continuously illuminated. The failure analysis lab technician attempted to reload 4.6 software onto the control pcba and the pcba would not accept the software upload. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.